Event description:
The complainant reported an inaccurate delivery, when set dose used at 1500ml only about 1400ml delivered. When set dose not used pump recording much more than 1500ml mother of pt did not make a note of amount with this pump. Reported that mother had dropped the pump and not that there was a fault.

Manufacturer narrative:
The lab evaluation confirmed an underdelivery due to a broken adapter bracket.